Event description:
Procedure: laparoscopic hernia repair. Reportedly, the device was inserted as a 2nd port during the procedure. A small piece of rubber was noticed in the abdomen, which was removed laparoscopically with graspers. On inspection of device by the surgeon, a piece of rubber is thought to be missing from the upper seal.